Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A nurse reported an under-infusion issue to zyno medical on (B)(6) 2018. The nurse stated that the affected pump was under-infusing by about half. She stated that when she set infusion parameters that matched the IV bag volume she was using, there would still be approximately half of the drug left in the bag. There was a patient involved but no patient injury.

Manufacturer narrative:
The reported under-infusion issue was not confirmed. The flow rate accuracy was found to be 0.62%, which was within the (B)(4) specification. The pump was found to meet full specifications on 08/17/2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00058).